Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital not feeling well. There was intermittent non-capture and fluctuating thresholds noted on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.